Event description:
It was reported that the right ventricular lead had noise, a low sensing value, and high threshold. The lead was capped. A replacement lead was attempted but low sensing and high thresholds were noted. The lead was explanted and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.